Event description:
On 4/2/1998 nellcor puritan bennett (npb) received info alleging that a npb model n-20 pulse oximeter was providing oxygen saturation readings of 100%. The end user stated there was no pt harm or impact due to the reported difficulties.